Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2016. Revision due to broken femoral stem.

Manufacturer narrative:
This device is used for treatment not diagnosis. No information, asked not provided.

Event description:
It was reported that a male patient who was implanted with a total knee implant. The patient underwent a revision of the knee due to the femoral stem being fractured flush with the insert. It was reported the patient is doing ok postoperatively. No other information was received. Additional notes: report received from ansm. The patient is doing okay. This is one of three products involved with the reported event and the associated manufacturer report numbers are 1038671-2017-00599 and 1038671-2017-00600.

Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2016. Revision due to broken femoral stem.